Manufacturer narrative:
The event date of this procedure is unknown as this file originates from a survey. Complaint conclusion: as reported in the cordis biopsy forceps survey, respondent number 28 indicated conduction abnormalities of transitory premature ventricular beats for a few minutes, as well as transient dropped beats. The respondent also indicated ¿limited¿ hemorrhage, pericardial effusion, which was monitored and resolved, perforation, and an inability to obtain adequate tissue samples due to ¿small or inadequate bite¿. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot numbers was not provided. A premature ventricular contraction (pvc) is a common event where the heartbeat is initiated by purkinje fibers in the ventricles rather than by the sinoatrial node. Pvcs may cause no symptoms or may be perceived as a "skipped beat" or felt as palpitations in the chest. Pvcs do not usually pose any danger. Ectopic beat is a disturbance of the cardiac rhythm frequently related to the electrical conduction system of the heart, in which beats arise from fibers or group of fibers outside the region in the heart muscle ordinarily responsible for impulse formation (the sinoatrial node). An ectopic beat can be further classified as either a premature ventricular contraction (pvc), or a premature atrial contraction (pac). Cardiac perforation can be caused by mechanical trauma secondary to catheter manipulation, myocardial tissue rupture due to radiofrequency (rf) ablation, or inadvertent injury during atrial septal puncture. Extensive catheter manipulation, especially in areas with thin walls such as the la roof, right ventricular (rv) free wall, rv outflow tract (rvot), rv apex, and atrial appendages, can cause mechanical tear of the chamber wall. Cardiac perforation can also occur away from the area of mapping and ablation, usually caused by penetration of an unattended rv catheter in the setting of rapid and vigorous heart action because of high-dose isoproterenol infusion. Hemorrhage or blood loss is blood escaping from the circulatory system from damaged blood vessels. Bleeding can occur internally, or externally. Typically, a healthy person can endure a loss of 10¿15% of the total blood volume without serious medical difficulties (by comparison, blood donation typically takes 8¿10% of the donor's blood volume). The stopping or controlling of bleeding is called hemostasis and is an important part of both first aid and surgery. A pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. The pericardium is a two-part membrane surrounding the heart: the outer fibrous connective membrane and an inner two-layered serous membrane. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the premature ventricular contractions, premature ventricular ectopic beats, cardiac perforation, hemorrhage and pericardial effusion reported. Therefore, the reported events could not be confirmed. However, it is reasonable to consider that procedural factors such as the user¿s interaction with the device during use may have led to the reported events as well as patient factors. These conditions include but are not limited to heart disease, atherosclerosis, high blood pressure, high cholesterol, smoking and obesity. The instructions for use list possible complications including but not limited to the (reported events) and are stated as such under ¿potential complications.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the cordis biopsy forceps survey, respondent number 28 indicated conduction abnormalities of transitory premature ventricular beats for a few minutes, as well as transient dropped beats. The respondent also indicated ¿limited¿ hemorrhage, pericardial effusion, which was monitored and resolved, perforation, and an inability to obtain adequate tissue samples due to ¿small or inadequate bite¿. The device will not be returned for evaluation.